Event description:
A dental implant was placed by (B)(6) dds on (B)(6) 2020. Implant information: mis ref v3-10430 v3 coni. Con. Implant d4.30 l10mm, sp, lot w18002967. On (B)(6) 2022 the titanium screw was found to be fractured at the base of the prosthetic tooth. This necessitated in the need to have an oral surgeon consultant, and will result in the need to have the implant screw removed and a new implant placed. When (B)(6) dds was asked if it had been reported as a device failure, she stated she reported it to the representative. Evidence of that reporting was requested twice, and there has been no information forthcoming. The sales representative and/or manufacturer contact information was requested, again (B)(6) dds was silent in providing the requested information. During discussion, she acknowledged it was a device failure, one that she had not seen previously.